Event description:
Boston scientific received information that this left ventricular lead (lv) had high threshold measurements from the time of implant. The lv lead also exhibited loss of capture and was explanted because it had dislodged back into the main body of the coronary sinus two weeks after implant. The explanted lead was taken to pathology for testing. The patient was implanted with a new lv lead. This explanted lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.